Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: there does not appear to be any missing pieces from the portion of the instrument pictured. While the coupling is extending outwards further than normal, the coupling component appears to be intact and it cannot be ascertained from the image if the drive rod is detached from the instrument or not. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted surgical procedure, reinstallation and tip replacement occurred repeatedly for monopolar curved scissors. When disassembling the tip for replacement, the wire popped out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was subjected to repeated reinstallation and tip replacement due to error messages continuously appeared. No issue was noted with mcs functionality. No cable was noted to be broken. Backup instrument was used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port monopolar curved scissors instrument was analyzed and found to have a broken drive rod at the distal end. The broken piece of drive rod measures approximately 76.86mm in length. There was no material missing. The complaint regarding wire pops out was confirmed by failure analysis. The probable root cause is attributed to a component failure.

Event description:
Refer to h11 for follow-up information.